Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator displayed a cardiac frequency of 0 with an asystole alarm during a patient cardiac arrest. There was no negative patient impact.